Event description:
This 83 year old male had a permanent pacemaker system implanted in 1991 for a complete heart block. The pt now presents with end-of-life generator symptomatology and atrial lead which was recalled. The atrial lead was removed and replaced. The ventricular lead was cut and capped. Generator is from another co.